Manufacturer narrative:
The unit was not made available for evaluation. The issue was resolved by the customer completing the repair.

Event description:
It was reported by service report that the siderail will not raise up and is stuck in the lowest position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the siderail will not raise up and is stuck in the lowest position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.